Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly. Analysis also noted that the hanger assembly was broken, display wires were pinched but not compromised and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connectors. There was no patient involvement. The epg has been returned for analysis .